Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's left ventricular (lv) lead, due to lv capture concerns. The first small lv deflection was likely the left atrial signal, but was not sensed and did not impact pacing. Capture could not be confirmed with the stored egms, however there were no late lv deflections. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.